Event description:
(B)(4). I did not realize all my symptoms lead up to the essure placement until recently. Since I had them placed I've had awful abdominal pains. To the point of I can barely stand at times. Bloating, painful sex, headaches, migraines, bleeding after sex, I no longer desire to have sex, the pain and bleeding and bloating make it not worth it. I've gained weight that have no explanation of gaining. I am very active and eat correct. I was always able to loose any "baby weight" after my five children. I however cannot get this unexplained weight off since placement. I am in a foggy state of exhaustion a lot of the time. I am allergic to nickel and was never told or tested for this. I found it out on my own a few weeks back. I have the coils that have nickel in them. I get severe stomach pains. Joint pains, hip pains, I am depressed. I was thinking this was all part of "getting older" I however no longer believe this. This all started shortly after the essure coils were placed. I just want them out now. I want my life back. I want to be the wife and mother I was and want the pains to stop.